Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological. According to the reporter: the pt underwent a procedure for treatment of the pt allegedly experienced pain, injury, and has undergone corrective surgeries.